Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller contacted adc on behalf of a customer ((B)(6)) whose adc blood glucose meter would not power on after charging or with the button pressed. It was further reported that on (B)(6) 2019, the customer experienced symptoms described as ¿weakness, stomach cramps and very sleepy¿. Customer had contact with a healthcare professional and was treated with an insulin injection and prescribed a new insulin medication. No further treatment was reported.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection performed on the returned reader and no issues were observed. Reader powered with button press. The reported complaint is not confirmed

Event description:
A caller contacted adc on behalf of a customer ((B)(6)) whose adc blood glucose meter would not power on after charging or with the button pressed. It was further reported that on (B)(6)2019, the customer experienced symptoms described as ¿weakness, stomach cramps and very sleepy¿. Customer had contact with a healthcare professional and was treated with an insulin injection and prescribed a new insulin medication. No further treatment was reported.